Event description:
During implant, telemetry was lost resulting in the device entering backup vvi mode. The issue was resolved by explanting and replacing the device. The patient experienced no consequences.

Manufacturer narrative:
The reported event of an unknown backup was confirmed. The device was received in bvvi mode. The device image indicated that the device triggered bvvi, which was consistent with patient exposure to x-ray. Product code was reloaded to recover the device from bvvi mode and to perform further testing. Vibration, temperature cycle, output, rf telemetry, and ate tests were performed with normal results. Stress testing and device monitoring did not reproduce the backup condition. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.